Event description:
It was reported that during an unspecified procedure, a shaft break occurred. The lesion being treated was located in the right coronary artery (rca). There were no reported pt complications. Pt status listed as "good." Further info about the event has been requested.